Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. During a lead revision for the right ventricular lead, the ra lead had appropriate measurements and the physician elected not to perform intervention on the ra lead. The patient was stable and will continued to be monitored.